Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a coronary intervention procedure. Reportedly, when the deployment button was pressed it did not work properly. The clip deployed in the subcutaneous tissue. The starclose se device was stuck in the groin site. A nick and spread was completed and the device was retracted without injury to the patient. Manual arterial compression was applied to achieve hemostasis. The clip was not removed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported malposition of the clip and entrapment of the device could not be replicated in a testing environment as they were based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a coronary intervention procedure. Reportedly, when the deployment button was pressed it did not work and the device was stuck in the groin site. A nick and spread was completed and the device was retracted without injury to the patient. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.